Manufacturer narrative:
The device was returned for analysis. The reported shaft bend was not confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. The investigation was unable to determine a conclusive cause for the reported shaft bend as the device was returned without a bend. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6: medical device problem code 2976 was removed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a perforation of a 90% stenosed lesion in the left circumflex (lcx) artery with heavy calcification and heavy tortuosity. The 2.80x16mm graftmaster covered stent was attempted to cross the lesion; however, failed to cross and the proximal shaft was noted to be bent. Therefore the graftmaster was removed from the anatomy. Another graftmaster stent was used to complete the procedure. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.